Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to suspected malfunction. The patient was doing well postoperatively.

Event description:
A report was received the patient's remote control will no longer communicate with the ipg after an MRI procedure. It was also reported that ipg was damaged and there was flipping of ipg. The patient underwent an ipg revision procedure.

Event description:
A report was received the patient's remote control will no longer communicate with the ipg after an MRI procedure. It was also reported that ipg was damaged and there was flipping of ipg. The patient underwent an ipg revision procedure.

Manufacturer narrative:
Sc-1200 (sn:(B)(4)) device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 3.1 volts. The device exhibited excessive sleep current leakage (10.2 ma). A hot spot was observed on the asic-u2 (28.1°c). The impedance between vh and ground was low. The reported complaint states that patient has not been able to get her remote control to communicate with the ipg since she had an MRI done.

Event description:
A report was received the patient's remote control will no longer communicate with the ipg after an MRI procedure. It was also reported that ipg was damaged and there was flipping of ipg. The patient underwent an ipg revision procedure.